Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, main drawers 3.2 and 4.2 full-height matrix drawers were not detected on the bus. Multiple lids failed to open and could not be recovered. An attempt to perform storage space recovery was made by the user; however, it was unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 half height and full height drawer 6 trays were not detected on bus. A field service engineer reseated all row board cables for both drawers for all trays in the drawers. Also reseated row board cable at the drawer controller and the pyxibus cable for both drawers. Cleaned the underside of the drawers and then put all cubies and trays back together to resolve. The system functioned as intended after the field service engineer repaired the device.